Event description:
Narrative from staff: malfunction cryotherapy gun stuck in "on" position at maximum flow. Pa completed 1 of 2 cryotherapy administration treatments to the wart on the left hand, 30 sec freeze cycle. Then directed attention to the left plantar warts. In the middle of the initial treatment of the left plantar warts, the cryotherapy gun became frozen in the on position with liquid nitrogen spraying at maximum flow uncontrollably. Pa was able to redirect the direction of the spray away from the patient. There was no harm, although I was unable to complete the treatment as expected. The procedure was then aborted. Manufacturer response for wallach ultrafreeze system, (brand not provided) (per site reporter), cooper surgical unable to provide insight of why malfunctioning was happening.